Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon kept losing pressure. The nurse checked all connections and continued to inflate but the balloon would still not hold the pressure and it was then noticed that contrast was leaking outside of the balloon in the duct. Reportedly, the balloon popped around 1-2 atm. The device was removed from the patient and the procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.